Manufacturer narrative:
Additional information has been requested. There has been no response at this time. However, there is currently insufficient information to determine the root cause of this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with an edwards surgical valve underwent a valve-in-valve procedure after an unknown implant duration due to the lack of function of a single leaflet. The valve-in-valve procedure was performed with an edwards transcatheter heart valve. Prior to the procedure, the mean gradient was found to be 11mmhg and was 2mmhg post-implant. No other details were provided.

Manufacturer narrative:
This is a duplicate report and was already submitted under MFR #2015691-2018-00032.